Event description:
According to the reporter, during a sleeve gastrectomy, there was an excessive bleeding. Per the surgeon, it is unknown if the bleeding what caused by the device or not. The bleeding was not over 500cc. The staple line was over sewed to stop the bleeding. The patient is recovering as normal with no adverse effects. No reinforcement material was used.